Manufacturer narrative:
The device was received by resmed and an investigation was performed. Review of the device logs confirmed a single occurrence of system fault 74 followed by an unexpected restart. The investigation could not reproduce these events during in-house testing. Based on the investigation results and previous invetigations of similar complaints, it was determined that the device failure was due to a software issue. To resolve this issue, the device software was upgraded. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault which resulted in a safety reset. There was no patient injury reported as a result of this incident.